Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening curved on radius and white particles inner device leak test and microscopic analysis was performed which identified: striated opening on posterior and radius, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior and radius assessed as surgical damage additional, changed, and/or corrected data:b5, d6b, d9, g2, h3, h6.

Event description:
The device has been explanted.